Event description:
It was found during evaluation at bd service center: the ultrasound image has dark bands in the image. These issues are due to an internal failure of the probe.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image is confirmed. The ultrasound image has dark bands in the image. These issues are due to an internal failure of the probe. H3 other text : evaluation findings are in section h11.